Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission, there was no magnet response. The patient would be brought into clinic for testing. No information was available.